Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that 4fr double sv powerpicc broke post insertion. No other information was provided. On (B)(6) 2022 it was stated that this occurred with four devices. This report addresses the fourth device.